Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the patient reported no values on the g6 app during the night. At approximately 9:00 am, the patient experienced a seizure, his roommates called emergency medical services, and he was transported to the emergency department. The patient was treated with unspecified IV fluids and acetaminophen. Once at the hospital, the cgm started displaying values again. The patient¿s cgm and bg were not provided but per the emergency department (ed) physician, the patient¿s bg had been low. Unspecified treatment as the patient could not recall, was provided, he was released from the ed later that evening, and recovered at home. After the event, the patient and the patient¿s physician accessed the cgm data and noted there were no values recorded in the system after 1:00 am, the morning of (B)(6) 2022. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Event description:
The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6)2022.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the upper buttocks on (B)(6)2022."